Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media by a customer that they got hospitalized and got put on a ventilator due to unknown blood glucose issues with unknown blood glucose levels at the time of the incident. The customer stated the pump did not alarm and notify them of an error. The customer did not mention how they were treated. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. The customer stated they were not notified of the safety notification that was sent out until after the fact. Troubleshooting was not completed as the customer could not be identified. The insulin pump will not be returned for analysis.